Event description:
A report was received that the patient was sent to the emergency room (ER) due to pain from stimulation. It was noted that the patient was feeling overstimulation that started in her feet going up the legs. The ER physician felt the issue may be psychosomatic. The patient was given ativan in the ER.